Event description:
It was reported patient underwent a right total knee replacement on an unknown date in 2021 and topical skin adhesive was used. Patient had enhanced contact dermatitis. Patient experienced severe allergic contact dermatitis was discovered pod 14. Symptoms include itchiness, redness and swelling of skin surround the wound. Adhesive was removed and patient was treated with topical steroids and recovered well. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Serious allergic contact dermatitis was observed. Symptoms include itching, redness and swelling, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required:yes, if yes, describe: topical steroid was prescribed to patient, additional information has been requested, however not received to date.. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What date /day post op was the reaction noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. No product will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.